Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black female patient underwent a breast reconstruction revision surgery with implantation of a 300cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient observed her right breast implant had dropped down to the bottom of her breast. Her breast is hard and firm with accompanying pain. The reported complaint is consistent with capsular contracture; however no baker grade rating has been provided as the patient has yet to consult with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.